Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the lead with high impedance was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Event description:
Related manufacturer reference number: 3006705815-2021-06304. It was reported that the patient experienced ineffective therapy due to high impedance on the right lead. Patient was reprogrammed using the other lead and therapy was restored. Surgical intervention may take place at a later date to address the high impedance. It is unknown which lead has high impedance. Hence, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.